Event description:
It was reported that the implantable tachy lead (itl) became dislodged and caused a perforation of the cardiac wall which lead to a pleural effusion and pneumothorax. The lead was repositioned successfully and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).